Manufacturer narrative:
The device was returned for evaluation. The returned device was visually evaluated and the inner edgeform was observed to have burrs and to be rolled over. The shaft of the inner blade is in good condition and exhibits no scraping or galling. The device was dimensionally evaluated per the print specification for splay and both devices meet specification. Based on the review of the returned device the cause of the device failure is due to a damaged tip or tube during the manufacturing process. A review of the device history record did not identify any issues with the manufacture of the lot. The failure mode is confirmed, and the root cause is due to a manufacturing issue. (B)(4).

Event description:
During an ankle scope procedure, it was reported that the blade was shedding gold flecks during use. The site was flushed and irrigated to remove debris. No injuries to the patient or delay were reported. A backup device was available.

Manufacturer narrative:
(B)(4).